Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu, the video control circuit board, image processor circuit board, and reloaded calibration files and software. System operates as intended.